Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the cuff was the wrong size. The existing aus was explanted and replaced with a smaller cuff. There were no further patient complications.